Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cardiac procedure, the device's needle broke and piece of it fell into the patient cavity. To resolve the issue extra incision was made to be able to removed the needle from the cavity. There was no patient injury.